Event description:
During the course of procedure in which the excluder bifurcated endoprosthesis was placed, the pt sustained blood loss of approximately 500ml and was transfused with one unit of blood.